Manufacturer narrative:
The unit did not have a blank display or display anomaly. The connector on the lcd board was inspected and no anomaly was found. However, the unit had no esc button response due to a flattened button dome switch. The prime and excessive no delivery test could not be performed due to no esc button response. The operating currents including low battery, weak battery, off no power, failed battery test, battery out of limit alarm or battery indicator anomaly could not be verified due to no esc button response. The unit had a cracked case at the display window corners and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report that after getting a low battery alert and receiving a replacement battery cap, the device still would not turn on. The customer also reported receiving a battery out limit alarm and a failed battery test alarm. The customer's blood glucose level was 173 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.